Event description:
It was reported that the pump touchscreen was unresponsive. Additionally, it was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the pump was operating as expected. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.